Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of fixture on (B)(6) 2016, subsequent to sustaining a head trauma. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2017.